Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Evaluation of the device on (B)(6) 2019 noted that the device needed new sideplates, and a new roller, comb, and ratchet parts. At the time of the investigation, the device has yet to be repaired as the customer has yet to make a decision on the quote for service. The device was tested and inspected. While the service technician found that the ratchet required new parts, it cannot be determined from the information provided as to what caused these components to require new components. As such, a specific root cause of the reported handle issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated the device is in process of being returned for evaluation and the investigation is also in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the handle of the mesher would not turn and crank and when the handle was attached it just spins but it would not feed graft carrier. The event occurred during surgery. There was no harm and no delay in the event. There was no variance in the procedure. No adverse events were reported as a result of this malfunction.